Event description:
It was reported that a pt underwent a sling procedure in 2009. During the procedure, the device failed to release both sides. The surgeon removed the device and successfully completed the procedure with a different type of sling device. Currently, the pt is doing well.

Manufacturer narrative:
Date sent to the FDA: 04/03/2009. Difficult to remove inserter - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.